Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "#2 key not working", which was reproduced. The device evaluation confirmed the #2 key to be inoperable caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had a #2 key not working. Any patient involvement, injury or medical intervention is unknown.